Event description:
The customer received a blood glucose reading of 192-200mg/dl on the breeze2, the lab reading was 82-92mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer discarded the meter and does not have the strips with him, so product information could not be provided. Strips are not expected to be returned for evaluation. A new meter was sent to him.

Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined without product information.